Manufacturer narrative:
No consequences to the pt were reported. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements, showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, the device diameter was not properly oversized because of the length of l1. This likely resulted in the reported endoleak. Ballooning reduced the endoleak and the physician decided to take a wait-and-see approach. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair; no problem in the access route, proximal neck diameter was 29mm to approximately 32mm. The final confirmatory angiography confirmed a proximal type I endoleak. Additional ballooning was performed for sealing with other MFR's balloon to resolve the endoleak. The other MFR's balloon was used as labeled. Then, the leakage was slightly reduced, and the physician completed the procedure judging that it would be solved after heparin neutralization, and decided to take a wait-and-see approach. The pt had a favorable outcome.